Manufacturer narrative:
(B)(6) 2025: returned product 2 palodent v3 universal rings (new and improved v5 design) both broken in half at the pivot point. Overmolding date codes verified (B)(6) nd ¿ for 2024. No batch information is provided in either case, therefore no DHR or retain evaluations can be conducted. (Nwv)

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use.